Event description:
Tracheostomy tube noted to be slightly out of its normal placement within stoma, following assessment by hosp personnel responding to high rate alarm sounding on ventilator. Respiratory therapist unable to replace it to its normal position following multiple attempts and in using an obturator. Respiratory therapist intubated pt, but pt already in pulseless electrical activity refractory to acls algorithm interventions.